Event description:
During an avm procedure, it was reported while using the hyperform balloon, the guidewire became stuck in a stent. The balloon system was removed and the procedure was continued. No pt injury reported.

Manufacturer narrative:
The device involved will not be returned for eval as it was discarded by the hosp.